Manufacturer narrative:
Date of event: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for bending during use and the 2nd related complaint for clog on lot # 8094916. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that three pen ndl 32g 4mm hp 100 box 1200 ca experienced an inability to deliver insulin/medication during injection. The following information was provided by the customer: material no. 320555, batch no. 8094916. It was reported that 3 pen needles bent during injection. Also reported not sure if they received full dosage. Verbatim: from phone call on (B)(6) 2019, 15:53:51: consumer stated 3 pen needle bent during injection, not sure if she received her full dosage. Stated would prefer to have the original bd nano needle, (320144). No injury to report. Item: 320555, lot: 8094916, expiration date: 2023-03-31. Occurrence date unknown. Discarded samples. Per consumers request, sending item 320144 as replacement.